Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the force sensor was out of calibration. The force sensor plate was found to be contaminated. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for recurring loss of prime. Evaluation revealed that the force sensor was out of calibration and the force sensor plate was contaminated. This report is made based on results of investigation completed on (B)(6) 2012.